Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the lead was defective. The lead was explanted during device change-out. No further information is available.